Event description:
It was reported that iab was prepared by prescribed technique. The rn prepared the catheter and in retrospect reported they did not get the loud vacuum sound as normal when vacuuming the iab in the tray but a slightly dampened version thereof. Iab was inserted over guidewire and through sheath. Guidewire was removed. Fluidline was connected to inner lumen. When dr removed 1-way valve, blood entered helium line. Iab was removed. Guidewire was reinserted and another iab successfully placed. No reported pt complications.